Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic hysterectomy, during removal of uterus, the bag did not completely cinch or partially detached from the ring. The bag was removed to complete the case. There was no patient injury.